Manufacturer narrative:
Calibration signals for calibrator 1 were within the expected range. Calibrator 2 had signals that were below the expected values. On the day of the event, quality control level 1 was not run. The result for quality control level 2 was within specification. On (B)(6) 2022, quality control level 2 was not run. The results for quality control level 1 were found within and outside specifications. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration". The customer used 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Tubes. The pinch valve tubings were last replaced on (B)(6) 2021. The sample was requested for investigation but could not be provided. It is noted that the date setting of the instrument is wrong. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cea on a cobas e 601 module. The sample initially resulted in a value of 8.62 ng/ml. The sample was repeated three times on the same day, resulting in values of 0.511 ng/ml, 0.482 ng/ml, and 0.510 ng/ml. On (B)(6) 2022, the sample was repeated resulting in a value of 9.55 ng/ml. It is not known which result is deemed correct. The lower result was reported outside of the laboratory. The cea reagent lot was 627730 with an expiration date of 31-aug-2023.